Manufacturer narrative:
(B)(4).

Event description:
It was reported (B)(6), 2010 that the patient was recharging all day not getting the battery full. Caller reported coupling and or communication issues and charging more that expected. The patient was still having problems with her device system. Meeting (B)(6), 2010 as still not working or charging right. Can't work without charging for all day and only can use 5 days at a time then charge all day. Additional information has been requested, but was not available as of the date of this report.